Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and found the cause of the reported failure to be an integrated circuit chip, designator u2 from the user interface pcb assembly which was heat sensitive.

Event description:
It was reported that the device would lock up when powered on and display a white screen. There was no patient use associated with the reported failure.